Event description:
Report received from the USA stating that the device was "heating up." The device was being used during a "craniotomy" surgery for a tumor removal. There were no delays. There were no user or pt injuries reported. No actions were required beyond replacing the attachment from inventory on hand. There was no additional info provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent.